Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. The product was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and passed. A manual sound test was performed and passed. A wiggle test was performed and passed. Functional testing was performed and passed. The receiver was opened and an internal visual inspection was performed and passed. The log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).describe event or problem - correction "it was reported that the receiver had no audio output occurred."

Event description:
It was reported that the receiver had intermittent audio output.